Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the device evaluation. The instrument was found to have a frayed grip cable at the idler pulleys. Some bundles of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying.

Event description:
It was reported that after a da vinci-assisted benign hysterectomy surgical procedure, the maryland bipolar forceps (mbf) cable was broken or loose. The procedure was completing as planned with no reported injury.